Event description:
It was later reported that the autopsy performed on (B)(6) 2023 did not reveal any medical cause leading to sudden loss of pump flow. The device was operating as expected before the incident, and it was unknown if the death was device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow hazard alarms associated with a sudden decrease in pump flow; however, evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any findings which would have contributed to these events. A specific cause for the reported events could not be conclusively determined through this evaluation. The controller and left ventricular assist device (lvad) event log files contained relevant events 04sep2023 and 05sep2023, per the timestamps. At 14:10 on 05sep2023, estimated flow suddenly fell to as low as 0.0 lpm, resulting in a low flow hazard alarm per design. Estimated flow values never recovered above 0.4 lpm for the remainder of the controller event file and the low flow hazard alarm remained active until the driveline was disconnected at 15:29 on 05sep2023, consistent with the removal of support following the patient's death. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed while the driveline was connected. (B)(6) was returned assembled with the pump cable intact. The modular cable was returned detached from the pump cable at the inline connector. Approximately 3¿ of the outflow graft was returned properly attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The cuff lock was returned disengaged, and the apical cuff was not returned. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations that would have contributed to a functional issue. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G and the hm 3 patient handbook, rev. G are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Section 8, ¿equipment storage and care¿, states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the patient handbook, ¿living with the heartmate iii¿, instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called on (B)(6) 2023 around 2:00pm to report low flow alarms and shortage of breath. The pump speed was 5800 rotations per minute (rpm), the flow was around 0.4 liters per minute (lpm), the power was 3.4 watts (w), and the pulsatility index (pi) was 3.4. The patient was asked to call emergency medical services and go to the hospital for further check-up immediately. Cardiopulmonary resuscitation (CPR) was performed at the patient's home for approximately 45 minutes by paramedics and emergency physicians. A red hazard low flow alarm was noted on the patient's system controller. The patient expired at home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.